Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is a pin hole located in the left side extension. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.